Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 154, 171 and 140 mg/dl. The customer's expected fasting blood glucose test result range is 95 - 109 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 140 mg/dl using truemetrix meter and 146 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/27/2018 and open vial date is (B)(6) 2017. The customer stated she does not take any medications. The customer stated she had no changes in her diet, but states she is walking to manage her diabetes. The customer stated she takes her blood test fasting. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:customer is concerned with all 5 results in the meters memory. Customer called in regards to getting high results on the meter. Customer feels well at the time of call and is not having any symptoms of high blood sugar. The customer does not take any medications. No changes in her diet, but states she is walking to manage her diabetes. She takes her blood test fasting.